Event description:
It was reported that post-sensed t wave oversensing on the ventricular channel was noted on stored egm for an ams episode. Patient was asymptomatic. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.